Manufacturer narrative:
H3 - device evaluation - lens was returned in a microcentrifuge vial, dry with residue/debris on the product. Visual inspection found the lens haptic broken. Dimensional inspection found the lens within specifications. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo 13.2 implantable collamer lens of -14.0/1.0/049 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was explanted due to low vault and the problem was resolved.

Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. (B)(4).